Event description:
The pt was implanted with two leads from the same lot number. It was reported the pt was in a car accident and stimulation coverage has not been the same since the accident. An sjm rep met with the pt and programmed the pt's scs system. The pt stated that this new program was helpful, but he is feeling stimulation in his chest which he does not like. The sjm rep advised the pt to consult with his physician for x-rays and eval of the scs lead placement.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.